Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. The reporter/layperson (wife or relative) alleged that the pt/layperson's onetouch ultra meter was displaying the battery indicator and was powering off during testing, although the battery had been replaced three times in a week and a half. The reporter did not provide the most recent replacement date. The alleged issue began in 2009. After the alleged issue began, the pt was shaky. The reported was unsure what day the symptom started. Presumable, the pt was unable to obtain blood glucose results. No medical intervention or action took place. The pt self treats with oral diabetes medication. Because the reported alleged that the pt was shaky after the meter continued displaying the battery indicator, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the products(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.